Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugq0481 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the extension set on the statlock arterial select came disconnected. The catheter connects to an IV hub, and this connection appears to be sealed/very tight, it's not meant to disconnect. This is the part that became disconnected."